Event description:
Discrepant advia centaur xp (B) (6) result was obtained on pt sample. The result was reported to the physician. The sample was retested and corrected result was reported. There was no report of pt intervention or adverse health consequences due to the discrepant hcv result.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the customer site. Analysis of the instrument and instrument data indicated that the cause for the discrepant (B) (6) results was due to the sample probe which required calibration. The sample probe was calibrated. The instrument is performing within specifications. No further evaluation of the device is required.